Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence due to a data acquisition failure. The service technician replaced the cpu pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.